Event description:
Customer reportedly received results of hi on his meter and 128 mg/dl on a professional meter within 10 minutes. No action was taken based on device results. No adverse events reported. No quality controls were used. Requested return of suspect device and replacement was sent.